Manufacturer narrative:
The investigation determined that a non-reproducible, (B)(6) vitros (B)(6) result was obtained from a proficiency sample while using the vitros 3600 immunodiagnostic system. The root cause of the event is unknown. However, the possibility that the result in question was related to the events associated to the field action cl13-305 could not be ruled out or confirmed. Additionally, a proficiency fluid issue, an (B)(6) reagent issue and an instrument issue cannot be ruled out as contributing factors.

Event description:
The customer obtained a non-reproducible, (B)(6) from a cap proficiency sample while using the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).